Manufacturer narrative:
Product event summary: analysis confirmed the upper hinge plate was cracked and the printer roller would not feed. Analysis also found the stylus was intermittent; stylus was found out of electrical specification. It was noted the power cord bay was broken.

Event description:
It was reported the programmer was dropped while powered up. Screen hinge was damaged and the roller on the printer would not feed. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.